Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via trans-carotid approach, the operators planned to deploy the valve 70/30 due to a small calcified sinotubular junction (stj) and to maintain access to the coronaries for a possible future thv-in-thv. During deployment of the valve, the inflation device (not manufactured by edwards) loosened from the delivery system and not all the contrast was inflated into the valve. The valve was deployed 60/40 and had mild to moderate paravalvular leak (pvl). The operator post-dilated 2 times with extra volume and the amount of leak improved but was still apparent. The operators decided that it was acceptable at the time and would wait to see how patient did post procedure. Approximately 2 months and 11 days post procedure, the patient was admitted to the hospital with heart failure (hf). The failure mode for the valve was paravalvular leak from either the valve positioning or from valve not sealing. Proctor images that were provided revealed that the valve was implanted too low leading to a leak. A transcatheter heart valve thv-in-thv was planned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by site an evaluation noted the following: paravalvular leak observed and valve deployed too ventricular. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. A complaint history review was completed and of the root causes identified, procedural factors: valve positioning and deployment technique no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u/s3ur, us, device preparation training manual, s3u and procedural training manual, s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No further action is required at this time the complaints for postimplantation paravalvular leak and valve deployment and position malpositioned thv were unable to be confirmed as no relevant imagery, and/or medical record was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. For complaint, valve deployment and position malpositioned thv, per the instructions for use (IFU), valve malposition/embolization are a known potential adverse events associated with the transcatheter valve replacement (thv) procedure. As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transcarotid approach, they planned to deploy the valve 70/30 due to small calcified sinotubular junction (stj) and to maintain access to the coronaries for future thv in thv. Valve was deployed 60/40 and had mild/moderate leak. In this case, the valve could potentially underexpanded which led to unstable valve landing on the native annulus and further manipulation may move the valve ventricularly resulting in malposition (too ventricular). As such, available information suggests that procedural factors (valve underexpanded, device manipulation) may have contributed to the complaint event. For complaint, postimplantation paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due toa lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, during deployment of the valve the inflation device loosened from the delivery system and not all the contrast was inflated into the valve. Post deployment images showed moderate paravalvular leak (pvl). A second inflation was performed using nominal volume as the managing doctors (mds) were unsure how much volume was actually in syringe during initial deployment. The leak was better but still apparent. A third inflation was performed using additional volume and leak was still present. It was confirmed that the same inflation device used for the 2nd and 3rd postdilation. Damage was noted to the commander delivery system and there was noticeable disconnection between the stopcock and the commander delivery system. In this case, the valve was placed lower or too ventricle (malposition valve), which prevented the valve from forming proper seal between the thv structure and target site (native annulus) leading to paravalvular leak. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
B5 updated.

Event description:
A valve in valve procedure was performed on (B)(6) 2022; a 26mm sapien 3 ultra was placed with resolution of the paravalvular leak. Patient left the hybrid operating room in stable condition.